Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had an issue with the pump screen not turning back on despite inserting 3 different energizer batteries that were also brand new. Customer's blood glucose was 5.0 mmol/l. Customer had a watchdog timeout alarm on the pump. Customer stated that they heard a constant beep from the pump with no information showing on the screen. Customer stated that the pump was not turning back on.

Manufacturer narrative:
The pump gave a full segment display after battery installation due to a faulty component on the interface board. No blank display was noted. Unable to verify any alarms due to the full segment display. No unexpected audio/beep anomalies were noted. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.